Event description:
The patient reported shocking/zapping from one of their transmitters. The programs were changed. However, the patient still experienced a shocking sensation. The transmitter was returned to curonix hq for investigation.

Manufacturer narrative:
Investigation of the transmitter was unable to replicate the alleged issue, and no nonconformances were found. After fully charging the battery, the unit operated for 09 hours and 56 minutes on the active setting at maximum power index. However, the commercial team member reported the transmitter parameters were set at a high frequency, when the reported issue occurred. The stimulator is used to treat pain. The cause of the reported issue is due to programming parameters as the programs were set to high frequency (user error - clinical representative). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in programming parameters. Programming parameters rates remain acceptably low; thus, CAPA is not required. Programming parameters rates will continue to be tracked and trended.